Manufacturer narrative:
Although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 23mm bioprosthetic aortic heart valve was explanted after one (1) year, three (3) months. The reason for explant is unknown. A 21mm pericardial bioprosthesis was used in replacement. No additional details were provided.

Manufacturer narrative:
(B)(4). There may be cases in which our devices are implanted in a patient with active valvular endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results in removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this bioprosthetic aortic heart valve was explanted due to prosthetic aortic valve endocarditis. Through obtained information, it was learned the patient has a history of IV drug abuse and presents with recurrent endocarditis of the prosthetic valve as he continues to abuse IV drugs. Upon visualization, the prosthetic valve was severely diseased, the leaflets were thickened, and there were vegetations on all of the leaflets. This was excised and a 21mm pericardial bioprosthesis was used in replacement. Tee revealed a well-seated valve without leak. There were no complications and the patient was taken back to the ICU in critical but stable condition.